Manufacturer narrative:
The reported issue was unconfirmed. No root cause could be found because the reported event was unconfirmed. The patient temperature was 37.7c, target temperature was 37.9c and water temperature was 32.1c. Ms&s advised that they would need to take the arctic sun device out of service and send to biomed labeled an alert 113 (reduced water temperature control). Per follow up, the biomed states that he ran a functional check and found no issues. Device back in service. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was use on a patient. A DHR review was not required as the investigation was unconfirmed. Therefore, no additional action is required at this time. The device was not returned for evaluation. A labeling review was not required as the investigation was unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control). The patient temperature was 37.7c, target temperature was 37.9c and water temperature was 32.1c. Ms&s advised that they would need to take the arctic sun device out of service and send to biomed labeled an alert 113 (reduced water temperature control). Per follow up via biomed on 24feb2021, ran a functional check and found no issues. Device back in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting an alert 113 (reduced water temperature control). The patient temperature was 37.7c, target temperature was 37.9c and water temperature was 32.1c. Ms&s advised that they would need to take the arctic sun device out of service and send to biomed labeled an alert 113 (reduced water temperature control).